Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the issue was due to a faulty pressure sensor. However, the specific cause of the faulty pressure sensor was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of preventative maintenance. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus service engineer reported an error e03 irregularities with the channel pressure sensor on the high flow insufflator unit. It was found in the error log record during preventative maintenance in the warehouse. There was no patient involvement.